Manufacturer narrative:
The completed product investigation provided the known inherent risk conclusion code was selected based on the field report of infection or infection-related conditions. Infection is a known medical risk when the skin barrier is breached. Diagnostics were performed and inspection confirmed no anomalies with the device battery or memory. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that the insertable cardiac monitor (icm) was noticed to be sticking out of the patient pocket when the patient was in the clinic for follow up. The physician removed the device and noticed the patient had an infection. The device will be returned for analysis and no new device was implanted at this time. No additional adverse patient effects were reported.

Event description:
It was reported that the insertable cardiac monitor (icm) was noticed to be sticking out of the patient pocket when the patient was in the clinic for follow up. The physician removed the device and noticed the patient had an infection. The device will be returned for analysis and no new device was implanted at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction field: initial reporter first name and initial reporter last name.

Event description:
It was reported that the insertable cardiac monitor (icm) was noticed to be sticking out of the patient pocket when the patient was in the clinic for follow up. The physician removed the device and noticed the patient had an infection. The device will be returned for analysis and no new device was implanted at this time. No additional adverse patient effects were reported.